Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an "x-ray disabled" error message. After they rebooted the system to clear it, the system would no longer boot up. There is no report of pt injury.